Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection, was also observed. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that respiratory rate oversensing was seen on the atrial channel. There was also a report that there was a jump in right atrial (ra) lead pace impedance in (B)(6) of 2019. The ra lead was from another manufacturer. Troubleshooting was suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.